Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient was explanted, as the patient could not feel the stimulation and the physician could not determine whether the device was working or not. The patient was reportedly doing fine after the explant procedure.